Manufacturer narrative:
Analysis was performed on the returned device. The reported cuff miss was confirmed. The reported loose plunger was not confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The device was used after damage was observed. The perclose prostyle instructions for use (IFU), states: do not use the perclose prostyle smrc system if the packaging or sterile barrier has been previously opened or damaged or if the components appear to be damaged or defective. It is unknown if the IFU deviation contributed to the reported difficulties. The investigation determined that the reported needle to cuff miss and unexpected medical intervention appear to be related to operational context. It is likely that an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
H6- medical device problem code 2017 clarifier: use after damage. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, it was noted prior to use that the plunger was "not stuck enough on the device than usual" [plunger was unusually loose]. The device was still positioned into the vessel and deployed. A cuff miss [suture retrieval issue] occurred. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a large bore hole and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.